Manufacturer narrative:
The user¿s clinical support team reported a low blood glucose event requiring ems intervention. No details regarding device use, insulin delivery, cgm data, ems care, or hospital involvement were available despite multiple follow-up attempts, and no device malfunction has been identified based on the limited information provided. A follow-up MDR will be submitted if additional details or a device evaluation become available.

Event description:
On 01-dec-2025 the user¿s care team reported that on (B)(6) 2025 the user experienced hypoglycemia, but no bg value was provided. No information regarding actions taken by the user before ems was called was provided despite follow-up attempts. The user was treated by ems for the low bg, but no information regarding transport, hospital evaluation, treatment, discharge timing, or discharge status was provided despite follow-up attempts.